Manufacturer narrative:
Eval summary: it is not known whether or not the device was properly seated during the initial surgery. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 (36mm or 40mm) is needed to remove bone around the base plate to avoid impingement with the glenosphere. The probable cause appears to be an intra-operative error during placement of the glenosphere. An exact cause cannot be determined with certainty. Eval: no product or x-rays were returned. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that pt underwent total shoulder replacement surgery. Approx 2 weeks post-op, the pt had a dissociation of the glenoid sphere from the glenoid component, approx 23 days later, revision surgery occurred. Exact implant and explant dates are not known.